Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of myopotential noise resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined the patient has previously experience inappropriate shocks in the past. Rhythmcare provided further troubleshooting options and recommended an x-ray to further evalutate the system placement. This device remains in service. No adverse patient effects were reported.